Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. It was also noted that there were high thresholds and failure to capture on the lead. The ipg was replaced but remains in patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. It was also noted that there were high thresholds and failure to capture on the lead. The ipg was replaced but remains in patient. The lead remains in use. No patient complications have been reported as a result of this event.